Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd, circuit board or the electrical contacts of the video connector.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that a scope communication error b30 occurred due to a failure of the electrical contacts of the video connector of the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, a scope communication error occurred, and the subject device did not come to normal. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.